Manufacturer narrative:
Device analysis is in process. A supplemental MDR will be submitted for failure analysis results. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was heavily calcified, 10 cm in length and was located in the distal superficial femoral artery (sfa). An additional lesion was located in the proximal sfa that also required treatment. The physician used a 6fr x 55 cm introducer sheath, a merit 0.035 guide wire and a 5fr guide catheter to access the lesion. The physician crossed the lesion using the merit guide wire and then exchanged for the csi viperwire guide wire. A csi orbital atherectomy device (oad) was loaded onto the guide wire and advanced to the site of the distal lesion. The physician performed one run at low speed, one run at medium speed and one run at high speed for 50 seconds each run. The physician then performed one additional 30 second run at high speed. The oad was removed and the physician then performed balloon angioplasty over the csi guide wire. At this point, angiography revealed that the tip of the guide wire had broke off in a small collateral vessel. The tip of the wire was left in the patient and the proximal segment of the guide wire was removed. A new csi viperwire guide wire was inserted into the patient and the physician then treated the proximal lesion using a csi oad, after which slow flow and possible thrombus was observed. The physician performed balloon angioplasty and stent deployment to successfully resolve the event. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The guide wire was returned without the original oad. The initial visual and tactile examination of the guide wire revealed that the spring tip and support ribbon were fractured off 2cm distal to the proximal spring tip solder bond. The fractured distal section was not returned. Further examination revealed that the proximal spring tip solder bond and coils remained intact and undamaged. Adhered biological material was observed on the solder bond and shaft just proximal tothe spring tip. The guide wire also exhibited two bends in the shaft 63cm and 64.5cm distal to the proximal end. The returned guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified fatigue striations on the support coil fracture face and core wire. This is in an indication that the guide wire experienced an elevated stress environment which caused it to fracture; however, the etiology could not be determined. As the original oad was not returned for analysis it could not be determined if it was damaged or if it contributed to the reported event. At the conclusion of the failure analysis investigation, the root cause of the reported event could not be conclusively determined. (B)(4).